Event description:
It was reported that a large patient was being removed from the ambulance and was leaning to one side of the cot. The cot allegedly started to tip and an unsuccessful attempt was made to steady it by the emt. The cot and patient tipped and fell to the ground. The emt who tried to steady the cot allegedly sustained injuries to both knees and hip. The patient allegedly sustained a broken bone requiring surgery, a laceration to the face/head requiring stitches, and a dislocated shoulder.